Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with alarm sounding and "short circuit detected" error message on both mdu ports. Cause of alarm and error is shorted electronic components on the main pcb. Two transistors were shorted out and a resistor was burnt. Reason for electronic component failure is unknown but a shorted out mdu is a possibility. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be defective electronic components on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device did not do anything, short circuit. No case involved.